Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ failed back surgery syndrome. It was reported that the patient thought her implantable neurostimulator (ins) was dead because it was not working. Patient stated recharger (insr) has power but she was unable to initiate a charging session. Caller reported poor communication. Patient stated she tried repositioning antenna but she kept seeing reposition antenna screen. It was stated that the patient last had stimulation about a week ago. Patient reported the last time she was able to successfully charge her device was probably a month ago. Patient stated she was traveling and forgot her equipment. Patient stated her husband would not send it to her in the mail. Patient services (pss) had the patient initiate a charging session while on the call. Patient confirmed she was seeing reposition antenna. Patient was not able to communicate with another external device due to product not being available. Patient stated she never received a patient programmer. Caller was redirected to follow up with healthcare provider. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this even did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.